Event description:
It was reported to tyco healthcare that a customer had a problem with the 1cc insulin safety syringe. The customer reports "after the needle was used on the pt the nurse tried to release the safety sheath by pulling up on the sheath but it seem to be stuck in place, the nurse finger slipped off the end of the sheath causing the nurse to get stuck in the finger."